Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter and usb cable. Replacement wall adapter and usb cable sent to customer. The customer¿s blood glucose was 244 (mg/dl). During follow up, the customer reported that the pump was successfully charged with new replacement wall adapter and usb cable.